Manufacturer narrative:
(B)(4).

Event description:
Procedure: sleeve gastrectomy. According to the reporter: the staple line never cut just pushed and staples never formed as it cut through a green 60 duet staple line. This happened with all 3 loads. When the physician went to green load, the problem was eliminated. The sleeve had to be re-established creating a tighter sleeve than originally desired. The problem actually occurred three times all with the blue 60-3.5 loads from same lot. More tissue was extracted than the surgeon wanted to complete the procedure. A new handle and additional staples were used to establish a new staple line to complete the sleeve gastrectomy. There was an additional 20 mins of operating room time.